Event description:
A nail explantation procedure was conducted due to a patient deformity and failed fusion with no alleged deficiency in the nail. The surgeon experienced difficulty during its removal.

Manufacturer narrative:
(B)(4). This complaint was not escalated to root cause analysis. (B)(4). This complaint was not escalated to root cause analysis.